Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 500 mg/dl at the time of incident. Customer stated right since he was getting low blood glucose of 107 mg/dl and had treated with glucose tablets since he went down to 61 mg/dl. Customer was feeling shaky as of the moment and took a fast acting glucose tab, he also added crackers which he normally do, checked blood glucose after 15 minutes, confirmed still at 61 mg/dl, checked again after 15 minutes and confirmed it went up to 115 mg/dl . The devices will not be returned for analysis.